Event description:
It was reported that during an open auto cuff procedure using an opus speedscrew knotless implant, the suturing was unsuccessful due to lack of tension. The anchor was removed and a back-up opus speedscrew knotless implant was used in the existing bone hole. The procedure was completed without significant delay. No pt complications reported as a result of this event.